Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels and wanted to verify that the insulin pump was functioning properly. Customer reported having blood glucose levels up to 600 mg/dl, which were treated with manual injections. Blood glucose level at the time of the call was 292 mg/dl. During troubleshooting, the insulin pump failed the high pressure test. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The pump passed the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The pump functioned properly. The pump was received with minor scratches on the lcd window, a cracked reservoir tube lip and a cracked belt clip slot.